Event description:
Reportable based on device analysis completed on (B)(6) 2022. It was reported that stent damage and difficulty crossing lesion occurred. The target lesion was located in left anterior descending artery. A 24 x 2.75 promus premier drug-eluting stent was advanced but failed to reach the lesion due to high resistance. However, when the stent was removed, it was noticed that the stent strut was lifted up. The procedure was completed with another of the same device. No patient complications were reported and the patient was stable. However, returned device analysis revealed hypotube break.

Manufacturer narrative:
Device evaluated by manufacturer: promus premier was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no sign of distal tip damage. A visual and tactile examination of the hypotube identified multiple hypotube kinks and a complete hypotube break located at 93cm distal to the strain relief. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen identified no issues.